Manufacturer narrative:
1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. The 1 pending device was not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; the issue was confirmed. Section h codes have been updated. Corrected data to add the patient involvement.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced accessible sharp metal edges. There was 1 event with patient involvement; the patient experienced an unknown minor injury.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced accessible sharp metal edges. There was no patient involvement.